Event description:
While the nurse was removing the device from the patient the safety device didn't engage properly and left the dirty needle tip exposed. The exposed dirty needle punctured the nurse and caused injury. This is the second similar event with this manufacturer's device in less than 30 days. The manufacturer has been notified.